Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured. The device was removed and the procedure was completed successfully with another of same device. There were no patient complications nor injuries reported and patient status was stable.

Manufacturer narrative:
Updated batch/lot number from 0030089066 to 0029990963. Device evaluated by MFR.: mustang 7.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning 5mm proximal of the distal markerband and extending approximately 17mm proximally across the balloon material. As per mustang specification the rated burst pressure for this device is 20 atmospheres. A visual examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured. The device was removed and the procedure was completed successfully with another of same device. There were no patient complications nor injuries reported and patient status was stable.